Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to have exhibited a patient data error. Rhythmcare confirmed that therapy remains available and the device is fully functional. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation. The patient was seen in clinic so that the patient data could be reset. Critical therapy remained available.